Event description:
It was reported that a user participating in the ilet experience study submitted a survey indicating a hyperglycemic event described as diabetic ketoacidosis, with no associated alerts or alarms documented and the cause unclear. Symptoms included hyperglycemia consistent with diabetic ketoacidosis. Outcomes included an adverse event with unclear etiology and no reported hospitalization details. Investigation included outreach to the user to obtain additional information and blood glucose details. Investigation of this case revealed no confirmed device malfunction or component issue based on available information, and no device alerts were reported around the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.